Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The sample appeared to be clean. It was observed that the distal tip was separated from the outer catheter but still attached to the inner core wire. The distal marker band appeared to be present. No kinks noted to the catheter, no anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. The catheter shaft was noted to have a tear approximately 0.5 cm from the distal tip. Therefore, the investigation is confirmed for the identified material separation, catheter tear issues as it was noted that the distal tip material separation and the catheter shaft was noted to have a tear approximately 0.5 cm from the distal tip. However, the investigation is unconfirmed for the reported material deformation as there is no deformation noted to the catheter. A definitive root cause for the reported material deformation and the identified catheter tear and material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2022).

Event description:
It was reported that during a recanalization procedure, the tip of the recanalization catheter allegedly found to be damaged. It was further reported that another device was used to complete the procedure. There was no reported patient injury.